Event description:
Dealer advised chair will not turn to the right. Spoke with tech and advised joystick is the issue. Dealer already had quote but called back to do troubleshooting today with tech. Dealer could not provide any further information.